Event description:
It was reported that a patient had a device placed in her lower back and it caused her 'a lot of problems.' The reporter stated that the device was hurting the patient. The device system was replaced. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v749517, implanted: 2011-(B)(6), explanted: 2012-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).